Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that at 21:30 while giving a patient an insulin injection with a bd micro-fine insulin pen needle, the nurse felt resistance when she was pushing forward and after she pulled back she found that the needle was missing. The patient received a CT scan at 23:30 to search for the missing needle. At the patient's family's request, a 2cm surgical incision was also made in an attempt to find the needle but nothing was found. On (B)(6) 2014 at 02:15 the nurse found the missing needle in the needle cover.